Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same case as 6000093-2007-01277. It was reported that 467 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The index procedure treated a 3.5x45mm, 90% stenosed, mildly calcified, and mildly tortuous lesion in the proximal left circumflex (prox lcx) with predilation and placement of two overlapping taxus express2 drug eluting stents of size 3.0x32mm and 3.0x20mm. Following post-dilation, residual stenosis was 10%. There was grade a dissection at the target lesion during the procedure. The patient was discharged the next day on aspirin and plavix. During a two-year follow-up, the site learned that the patient had a tvr 467 days post index procedure. The prox lcx was treated with a taxus express2 stent for diffuse in-stent restenosis. The physician assessed the event as "probable" relationship to the taxus stent.